Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reportable malfunction is due to excessive stress / force by the user. Also since eight years have passed since the product was manufactured, it is likely that the components had deteriorated and fatigued due to long-term use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the on/off switch was stuck in the off position and the main switch was noted to be an older version. Additionally, a software upgrade was recommended. The device was repaired to standard specifications and returned to the customer. A review of the device's repair history shows no previous repair records. The device was purchased on march 5, 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, during preparation for use the on/off button on the evis exera iii video system center was stuck in the off position. No patient injury or harm was reported.